Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an unknown sling implanted in 2013. The patient will be implanted with an artificial urinary sphincter on a future date due to an unspecified reason.